Event description:
The pt received her scs on (B)(6) 2011 including an ipg. It was reported that the pt was in a car accident. After the event, her ipg would warm up whenever she recharged. The ipg had also moved out of the pocket and became very close to the skin. As a result, the pt's ipg was explanted and replaced. Her issue was resolved post-op.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The product was received with instrument marks on the can. There were no visual or functional anomalies that would contribute to the complaint of pocket heating. The ipg was tested to mfg specifications and passed all tests. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.